Manufacturer narrative:
Findings: pump was received with intermittent b and up arrow buttons response due to corroded keypad traces. No button error alarm or unexpected buzzy sound anomaly noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that prior to the call, the insulin pump buzzed without an alarm and buttons were acting weird, was the significant event leading to the keypad issues. The customer could not verify if the clock on the insulin pump advanced when observed for one minute due to having removed the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.